Event description:
Medtronic received info that the white rotor separated from the blue holder (cinch) during the implant of this bioprosthetic valve. It was also reported that the surgeon cut the suture which holds the white rotor to the blue valve holder, allowing the white rotor to fall into the pt's ventricle. The rotor was easily removed from the ventricle and the valve was successfully implanted with no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be due to user error. Analysis: no product was returned. Conclusion: the cause of the issue was determined to be the surgeon cutting the suture which holds the white rotor to the blue valve holder.